Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that during an initial implant procedure, the right ventricular lead exhibited high pacing impedance. After being placed into the body, the lead helix was also difficult to fully extend. The physician decided to use another lead to complete the procedure. The patient did not suffer any adverse consequences throughout the procedure.